Event description:
A laerdal silicone resuscitator (adult, p/n 870000) was returned to laerdal with a note stating: "returning because neck piece is defective." Per info obtained later from the customer: no pt was involved. The defect was found when the resuscitator was taken out of the bag. The device was returned in its original box.